Event description:
There is a pad that covers the light. At the end of the pad a tube connects to equipment. There are formed plastic pieces between tubing and light which are sharp. The baby kicked against product with the sharp edges causing skin abrasions. He was treated with bacitracin ointment.